Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 52.7 cm. The reported event for failure to extend the helix was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification. The reported event for failure to advance the stylet was not confirmed. X-ray examination found the stylet inserted to the distal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for failure to advance the helix was due to an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, several attempts were made to position the atrial lead. After multiple stylet exchanges, the final stylet was unable to be inserted and the helix would not deploy. The lead was removed and replaced. The patient was in stable condition.